Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not recognize the pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The customer was advised to replace the ECG cables and verify the expiry of the electrodes in use. The device passed functional and performance testing and was returned to service at the customer. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device did not recognize the pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.